Event description:
On august 15, 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to his feeling and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged inaccuracy began on the morning in the day of event in 2009. The pt reported obtaining alleged high blood glucose readings of "263,170 and 304 mg/dl" with the subject meter. As a result of the issue, the pt claimed he took an increased dose of novolog insulin (amount unk) based on his sliding scale. Within 1 hour of administering the insulin, the pt reported feeling lightheaded and sweaty. The pt claimed he ate hard candy to bring his "sugar back up". At the time of troubleshooting, the cca noted that the pt was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the pt. This complaint is being reported because the pt claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.